Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that threaded tip appears stripped.. No surgical delay, no adverse patient consequences were reported.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this report was returned for analysis. Visual analysis of the device shows signs of attempted to being assembled with the mating device and then tried of extraction. The mating device was not returned for evaluation, therefore the report allegation cannot be confirmed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : please conduct a DHR review for the following item: (B)(4). Product code: 866024, product name: pfc sigma mod tib tray cem sz4, lot #: d22100464. 1) quantity manufactured:(B)(4). 2) date of manufacture: 10/26/2022 3) any anomalies or deviations identified in DHR: no nonconformities were identified. 4) expiry date: 9/30/2032 5) IFU reference:IFU-0902-00-252. Device history review : 1) quantity manufactured: (B)(4). 2) date of manufacture: 10/26/2022 3) any anomalies or deviations identified in DHR: no nonconformities were identified. 4) expiry date: 9/30/2032 5) IFU reference:IFU-0902-00-252.